Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00042: case 1, 3025141-2019-00044: case 3, 3025141-2019-00045: case 4.

Event description:
With use of an acutrak 6/7 screw, there was radiological nonunion. There was stable fibrous union with no bridging bone but stable screw position. Patient had rheumatoid arthritis and subtalar ankylosis pre operatively. No revision surgery was required. Case 2. From: article: headless compression screw fixation prevents symptomatic metalwork in arthoscopic ankle athrodesis. Odutola, adekoyejo a.; sheridan, barnably d.; kelly, andrew j. Foot and ankle surgery 18 (2012) 111-113.